Event description:
It was reported that when the packaging for the right ventricular (rv) lead was opened it was found that the connector pin was bent. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.